Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received error where main arm cannot communicate with the motor arm. Customer stated they were able to clear the alarm but did not receive request to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for analysis.